Manufacturer narrative:
The returned valve was patent. Therefore the conditions of this complaint could not be duplicated by laboratory personnel. The valve met the requirements for siphon, reflux, preimplantation and leak testing. However, the valve did not meet the requirements for pressure-flow testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve. The instructions for use (IFU) that accompany the device caution that shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the device was found to be defective intraoperatively. According to the report the device was found to not be able to pump. The report stated that the doctor used a new device to complete the surgery and there was a delay in surgery. Reportedly, there was no injury to the patient and the patient is stable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.